Event description:
It was reported that the patient could not recharge his implant. Approximately one month later, it was reported that there were coupling and or communication issues and an implantable neurostimulator (ins) overdischarge was suspected. Additionally, it was thought that patient education issues were the primary reason for the overdischarge. It was further reported that the last successful recharging session was 2 to 6 months ago. It was noted that it was unknown when the stimulation was last felt because, the patient could not tell if stimulation had stopped due to his experience of residual stimulation. An "antenna locate" was attempted twice but the patient still received the poor communication screen on the recharger and patient programmer. It was further reported that the stimulation was supposed to be for low back pain but in order to try and "cover the area" the patient reportedly had to "increase to a higher level" which was "recruiting other muscles." Approximately 3 months later, it was reported that the patient's battery/device was dead and needed to be replaced. It was unknown if this coincided with an elective replacement indication (eri). The following day it was reported that the patient's battery was dead and the patient wanted to see his health care provider (hcp) for a battery change.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger. (B)(4).